Event description:
The cable did not pass tensioner's bore. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. Sufficient cleaning was not possible and potentially was the main source of the malfunction. The visual inspection noted the device had sticky residues inside the mechanism possibly lead to improper gripping of the clamping jaws. The performance of the inside clamping mechanism was reduced by the residue. The investigation showed that the device had holding mechanisms that were no longer functional. The investigation determined this complaint to be indeterminate.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: manufactured parts met the required specifications. There were no mrrs, ncrs, or complaint related issues with this complaint.